Event description:
True metrix glucometer recalled. Reporter explained that they brought the device back to bj's where it was purchased and they were directed to contact FDA. Reporter stated that they will also contact the manufacturer.